Manufacturer narrative:
B3 updated. Please refer to the attached analysis report.

Event description:
Reportedly, the patient died on an unknown date. No information related to the reason of death is available.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. As of today, the day of death is unknown.

Event description:
Reportedly, the patient died on an unknown date. No information related to the reason of death is available.